Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction, urge incontinence. It was reported that they fractured a vertebrae in their lower back on the (B)(6) and since then, their bladder had not been good at all. The patient stated they didn't know if it was because of the fracture that their bladder was not behaving well or if the implant had shifted but they were scheduled to have an MRI to help diagnose the issue. Patient inquired if a manufacture representative could help with checking their implanted system since the fracture. Patient services reviewed the role of the reps as well as the potential impact that a fall could have on the implanted system and redirected the patient to follow up with their managing health care provider (hcp) to have the system checked and to discuss next steps for their therapy. Patient services explained to the patient the hcp could page a rep to come in to check the implanted system if needed. The patient stated they hadn't seen their healthcare provider since the implant was put in so they couldn't even remember their name. Patient services provided the I mplanting/follow up healthcare provider (hcp) information listed for the patient in registration to the patient. Patient to reach out to their hcp to check the implanted system. Patient initially had called to inquire about what to do for an MRI and their compatibility however their external devices hadn't been charged at the time of the call so patient services emailed the patient MRI information. Patient may call back to review. Documented reported event. No further action was taken by patient services.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.